Event description:
A customer returned an orthopat perioperative autotransfusion system w/o contacting haemonetics. On (B)(4) 2011 the device was rec'd and a service call opened. The customer was contacted for info. No pt injury was reported. No operator injury was reported. The machine was requested to be serviced. The customer is unable to provide any further info regarding the event.

Manufacturer narrative:
A customer returned an orthopat perioperative autotransfusion system w/o contacting haemonetics. On (B)(4) 2011 the device was rec'd and a service call opened. The customer was contacted for info. No pt injury was reported. No operator injury was reported. The machine was requested to be serviced. The customer is unable to provide any further info regarding the event. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. We have confirmed the spill bag was not properly deployed.